Manufacturer narrative:
Date of event: please note that this date is an approximation. Concomitant medical products: product ID: 3889-28, lot #: 0215089131, implanted: (B)(6) 2018, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their symptoms had returned ¿for some months¿ as of (B)(6) 2019. It was noted that when the patient was seen in (B)(6) 2018, there were no problems detected with their system. Notes from their (B)(6) 2018 visit indicated the patient was ¿experiencing more urgency and frequency and reports ¿urine smells.¿¿ it was noted the patient experienced ¿leakage +++.¿ the patient did however feel she was still better than pre-implant, but just ¿much worse lately¿ at that time. The patient was reprogrammed at that time in an effort to resolve the issue. Impedance testing performed on (B)(6) 2018 found the system impedances ranged from 709 ohms to 1991 ohms when tested at 1.4 v. The patient reported during their (B)(6) 2019 appointment that they had fallen twice on their back/bottom since (B)(6) 2018 to (B)(6) 2018. It was noted the patient used a wheelchair and that they ¿sometimes had mobility also.¿ the patient was unable to feel stimulation on any program at 7 v at the time of report. Impedance testing was performed and found that all electrodes had impedances ¿>4000 ohms¿ when tested at 4 v. The patient¿s implantable neurostimulator (ins) was switched off, per their physician¿s request, at the time of report; the issue remained unresolved at the time of report. It was noted the patient was to ¿decide if she wanted the system replaced or not.¿ it was further noted the patient may not proceed with further surgery as they were elderly and had other medical issues. No further complications were reported or anticipated.